Manufacturer narrative:
A quote was sent to the customer, however, the customer declined service and the service work order was canceled. Philips has not been authorized to evaluate and repair the device at this time. No parts have been confirmed to be replaced or returned for evaluation at this time. A supplemental report will be submitted if new information is obtained.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 12feb2021.

Event description:
The customer called into technical support (ts) reporting that the device¿s touchscreen does not work. The customer reported there was no patient involvement at the time the issue was discovered.